Manufacturer narrative:
H3. Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Catheter: visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated rfr/img/b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 2000mcg via an implantable pump. It was reported that the catheter and pump were replaced. It was reported that the issue resolved at the time of this report and doctor requested analysis of pump. Additional information was received from the healthcare provider via the company representative (rep) reporting that the patient was not getting the expected relief from therapy. The doctor made decision to replace both the catheter and the pump to ¿rule out¿ all possible scenarios. When asked clarification on why the catheter and pump were explanted, the company representative stated, "no issues present. Doctor wanted analysis of pump for peace of mind but understands there were likely no issues with the pump. Pump was returned last week for analysis".

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 05-nov-2023, UDI#: (B)(4). H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.